Manufacturer narrative:
E1 ¿ reporter name, remove all address info. E1 ¿ reporter name, remove all address info.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact on customer's blood glucose level.